Event description:
The customer reported a critically elevated creatine kinase-mb (ck-mb) result, for one pt, involving unicel dxc 600i synchron access clinical system. Subsequent testing produced results within normal clinical range. The elevated result was not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse reported failed system check. The fse adjusted the mixer speed, replaced aspirate probes, and rebuilt wash and precision pumps. The fse performed full system check, which was within specification. Quality control (qc) was within range. On (B)(4) 2009, the fse reported failed system check. The fse discovered kinked peristaltic pump tubing the fse verified proper function and replaced the peri-pump tubing. The fse primed and retested system check, which successfully passed. Quality control (qc) was within range. This reportable event was identified during a retrospective review of complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.